Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, no devices were received for evaluation. The device was not returned, as it was discarded by the customer and therefore no evaluation could be performed. (B)(4).

Event description:
It was reported that two (2) pillar palatal implants completely extruded postoperatively on (B)(6) 2013. The devices were discarded by the customer. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.